Event description:
It was reported that the patient came to the office due to bradycardia and upon interrogation it was found that the lead had moved and the r-waves have dropped. During repositioned the lead was unable to retract. The lead was explanted.

Manufacturer narrative:
The analysis of the lead did not reveal any device condition that would have contributed to the reported dislodgment. The field experience of the helix anomaly was confirmed. Analysis found the helix in the extended position and unable to retract due to the helix bent and stretched. The lead fuctioned with normal electrical characteristics when tested. The condition found is not indicative of a lead shipped as defective.